Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. As a result of the auto-bolus the customer¿s blood glucose level dropped to 21 mg/dl. Customer consumed carbohydrates and went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was released from the ER 5 hours later on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Recommendation was made to discuss diabetes management with a health care professional. No additional patient or event information was available.